Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch (lss) on the right atrial (ra) lead. The patient was checked in office and the lss had triggered as impedance values were greater than 2000 ohms. Further review noted that the right ventricular (rv) lead had also triggered a lss last (B)(6). Both the rv and ra channels also exhibited noise; the noise was oversensed in the ra. The oversensing did not result in asystole greater than two seconds, but the patient was observed to have shortness of breath and nausea. Both the ra and rv leads were surgically abandoned and replaced. This pacemaker remains in service. The leads were suspected to have damage due to a subclavian crush, but testing did not reveal visible lead damage. In addition, the leads were also tested via a pacing system analyzer, but the high impedances were not confirmed. No additional adverse patient effects were reported.